Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a possible fracture and three episodes of noise. The lead was re-programmed and remains in the patient as a back up. A leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.